Event description:
Sorin group (B)(4) received a report that the electric remote-controlled tubing clamp (erc) of the sorin centrifugal pump (cp5) clamped the arterial line when activated upon initiation of bypass. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Sorin group (B)(4) received a report that the electric remote-controlled tubing clamp (erc) of the sorin centrifugal pump (cp5) clamped the arterial line when activated upon initiation of bypass. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.